Event description:
It was reported that the device will not operate on battery power. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control recommended that the customer try a different battery, as the device is not detecting the battery currently in it. After several subsequent attempts to contact the customer to obtain additional information, no response appears to be forthcoming. The root cause for the reported failure cannot be determined at this time